Manufacturer narrative:
Device received with a constant blank flashing white light with vertical lines on the display due to cracked lcd glass. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to device blank flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a display anomaly on the insulin pump. The customer¿s blood glucose level was unknown. The customer stated that the display of the pump had black lines that do not allow displaying the display and replaced the battery but also the problem persist. The insulin pump will not be returned for analysis.